Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011, at approximately 10pm. The patient informed the cca that she was managing her diabetes with 1 pill of glyburide 2.5mg and 1 pill of metformin 500 mg and reportedly took her usual pill of metformin at 8am and glyburide pill at 12pm. The patient claimed she developed symptoms of "sweating and tingling" at an unknown time of (B)(6) 2011 and self treated with glucose tablets/glucose gel at approximately 6:20pm of that same day. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the correct test strips were being used. The patient reportedly replaced the batteries but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.